Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache, nausea and sweet taste in mouth. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 409 mg/dl non-fasting. Customer stated that she last ate three hours prior but insisted the result was non-fasting. The customer¿s expected blood glucose test result range was not disclosed. Customer had initially spoken with coordinator and had reported experiencing symptoms of blurry vision, headache, dizziness, tired, and sweet taste in mouth. When contacted by technician, customer had only reported experiencing symptoms of headache, sweet taste in mouth and nausea. Medical attention was not needed at the time; customer was currently at sea. During the call, a back to back blood test was not performed by the customer. The customer's test strips are expired: manufacturer¿s expiration date is 11/30/2018; open vial and product storage location were not disclosed. The meter memory was not reviewed for previous test result history.